Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon had performed limbal relaxing incisions at the time of the iol implant for astigmatism correction. The surgeon stated he had aimed for plano as an outcome, but the patient's postoperative ucva was 20/30. The surgeon does blame the iol for the outcome of the event. Both he and the patient are satisfied with the operative outcome. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Information provided indicates the doctor is not blaming the lens. Both the surgeon and patient are satisfied. Action taken: further action is not warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 03/22/2011 and 04/06/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).